Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 33 mg/dl. The customer had no symptoms, the customer was treated for the low blood glucose with glucose/carb intake. Customer¿s blood glucose level was unknown at the time of the call. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal. The product was not returned for analysis.